Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Ripped in two and left a piece inside- vagina [foreign body in reproductive tract] ripped in two- tampon [device breakage] I was taking it out yesterday and it ripped in two and left a piece inside [complication of device removal] case narrative: consumer reported via phone that the tampon ripped during removal. No serious injury reported.

Event description:
Ripped in two and left a piece inside- vagina [foreign body in reproductive tract] ripped in two- tampon [device breakage]. I was taking it out yesterday and it ripped in two and left a piece inside [complication of device removal]. Case narrative: consumer reported via phone that the tampon ripped during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Ripped in two and left a piece inside- vagina [foreign body in reproductive tract] ripped in two- tampon [device breakage] I was taking it out yesterday and it ripped in two and left a piece inside [complication of device removal] case narrative: consumer reported via phone that the tampon ripped during removal. No serious injury reported.